Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station was not powering on. The customer tried to reboot, unplug and plug in back all the cables, but issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not powering on. A field service engineer (fse) checked power cords and all cable connections. Identified a faulty half height cubie drawer causing the power issue. Fse replaced the hh cubie drawer controller board. Powered on the station and verified access to all drawers. Completed preventive maintenance on the medstation. The system functioned as intended after the field service engineer repaired the device.